Manufacturer narrative:
A haemonetics field service engineer went to the hospital to evaluate the device. A complete system check was completed. All calibrations were within manufacturer specifications. Performed annual scheduled preventative maintenance that was already scheduled prior to the report of this incident.

Event description:
Haemonetics received a report of a patient death post-procedure after receiving an autologous blood transfusion on the cell saver® 5+. The customer requested that the device be checked by the field service engineer per the hospital policy. The patient was undergoing a myomectomy on (B)(6) 2016. There were no issues with the device during the case. Seven hundred (700) ml of shed blood was collected to the cell saver with 250ml washed. The patient received 125ml of autologous blood and no allogeneic products. The patient died later that day. The cause of death has not been communicated as the autopsy results were pending. No other information is available.

Manufacturer narrative:
The original reporting party contacted haemonetics to state that they provided a patient weight of (B)(6) kilograms, but the correct weight is (B)(6) pounds. Corrected data: kilos to pounds. Date corrected information sent.